Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 of the IFU, "introduction," lists adverse events, including multiple types of organ failure and dysfunction, arrhythmia, infection, and death, which may be associated with the use of heartmate 3 lvas. The IFU also lists arrhythmia and infection as potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multi-system organ failure. The multi-system organ failure was thought to have been a natural progression of the patient's underlying disease process for which they were receiving left ventricular assist device (lvad) therapy. The death was not considered device or therapy related. The patient presented with symptoms of lethargy, hypotension, and hypoxia. The patient deteriorated significantly overnight with progressive multi-system organ failure, recurrent ventricular tachycardia/ventricular fibrillation, and very large aspiration pneumonia. The patient spontaneously converted during the first episode of arrhythmia and then required shock by implantable cardioverter-defibrillator (ICD) for the second episode. The ICD was implanted prior to the pump implant. The patient developed silent aspiration post intubation for implant. They were on dysphagia 3 diet once extubated. The site stated it was possible the aspiration was due to nausea and vomiting. The patient developed ventricular tachycardia/fibrillation in 2021 prior to lvad implant. The arrhythmia was not thought to have been device or therapy related. The lvad functioned as intended without any alarms or issues. An autopsy was not performed. The device was not explanted and would not be returned for evaluation.